Event description:
It was reported that the subject stent was implanted successfully during the procedure. Six month post procedure patient came for the follow up and it was found that a thrombus was formed in the subject stent distal to the aneurysm. There were no symptoms. Patient was on dual antiplatelet therapy and it was reported that it was not acute and there was no coil herniation. No additional information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed if the stent met specification, as the stent was not returned. It was reported that during a 6 month follow up image of an atlas stent that completely shut down. A clot formed slowly in the stent distal to the aneurysm and completely occluded the vessel causing no symptoms. The risk of the reported patient vessel thrombosis is documented in the stent dfu, as potential adverse events which can occur as a result of these type of procedures, there was no indication of device malfunction or failure, therefore an assignable cause of anticipated procedural complication, will be assigned to the as reported ¿patient vessel thrombosis¿.

Event description:
It was reported that the subject stent was implanted successfully during the procedure. Six month post procedure patient came for the follow up and it was found that a thrombus was formed in the subject stent distal to the aneurysm. There were no symptoms. Patient was on dual antiplatelet therapy and it was reported that it was not acute and there was no coil herniation. No additional information is available.